Event description:
Mattress - isoflex se stryker prime series "big wheel" stretchers, model #1115, an audit was conducted on stryker stretcher mattresses. The mattress was found to have fluid ingress underneath the cover when the cover was pulled back. Stryker sales corporation, portage, mi 49002 us.